Event description:
It was reported that the xenon light source displayed error code e103 (image processor or light source). The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9, e3, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the e103 error may be due to a third party lamp or an overheating unit. However, since the error was not reproduced, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.